Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Initial diagnosis: fracture at th12 it was reported that intra-op,set screw was found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. Product came in contact with the patient. No patient complications were reported.